Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported events are likely due to water entering the scope connector during handling the device resulting in an abnormality in the electronic components, and e226 which resulted delay in the procedure. The events can be detected in accordance with the following IFU. -inspection of the endoscopic image. The events can be reduced/detected in accordance with the following IFU. -leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope was observed with a rainbow image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.